Event description:
According to the reporter, during the laparoscopic nephrectomy procedure, the user expanded the balloon to create a space in the ret roperitoneum. Then the user injected air with a syringe to inflate the balloon of the trocar, but the balloon did not inflate and could not be fixed. The physician opened new blunt tip trocar and completed the procedure. The status of the patient is no problem.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The event report alleges the products were used in a surgical procedure. The visual inspection of the returned product noted; the trocar and dissector balloons appeared intact. The lock collar and obturator appeared intact. The insufflation bulb was received. The inflation syringe was not received. Pmv performed functional testing: the dissector and trocar balloons were inflated, no leaks detected. All other components functioned properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures; therefore, a device history record will not be performed. Our investigation was unable to determine a root cause or establish a relationship between the device and the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.